Manufacturer narrative:
(B)(4). Batch r5c06k. Investigation summary: the analysis results that one plee60a device was returned with no apparent damaged and without a cartridge reload present. In addition a cartridge pan was received inside of a plastic bag. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, locked up in middle of procedure. No staples were deployed and no cut line was started. There were no adverse consequences for the patient.